Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced and the issue was resolved. The issue was due to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit had an error (1104) backup alarm failed. It is unknown if the unit was in patient use at the time of the reported issue.